Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The device was not returned. Patient completed therapy after another day of treatment. The device has remained in service. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was 16-year-old pediatric patient in an arctic sun device. No shivering, seizing or micro shivering. Patient was fully sedated and paralytics on board. Nurse stated earlier water temperature (wt) dropped to 20c, and patient temperature (pt) dropped to 35c in response. Patient temperature (pt) was not getting to targeted temperature (tt). Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.9c water temperature (wt) was 3.8c, water flow rate (wfr) was 2.9 l/m. 4 pads connected. Nurse denied any alerts/alarms. Rewarming in normothermia at 0.5c/hr. Patient had been on therapy for about 24 hours. Nurse stated patient temperature (pt) was 35.5c and water temperature (wt) dropped to 20c then went back up. Verified no patient temperature (pt) fluctuations recognized. Nurse did state patient began fevering. No shivering, micro-shivering or seizure activity. System diagnostics, outlet monitor temperature (t1) was 33.6c, outlet control temperature (t2) was 33.6c, inlet temperature (t3) was 33.7c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours 1341.1, pump hours 1188.5. Reminded not to stop therapy or pause unless absolutely necessary, as this resets algorithm. Encouraged them to call back if they notes drop again and they can troubleshoot when the event was actually occurring. Sn (B)(6). Per follow up information received via phone on 14oct2025, transferred to charge nurse who stated they had spoken with the md and they confirmed this was a patient-related event. The device was responding to the patient spiking a fever and the water temperature dropped. A bolus of demerol was prescribed for the fever and also noted patient had started to tremble due to chills. Patient completed therapy after another day of treatment. The device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was 16-year-old pediatric patient in an arctic sun device. No shivering, seizing or micro shivering. Patient was fully sedated and paralytics on board. Nurse stated earlier water temperature (wt) dropped to 20c, and patient temperature (pt) dropped to 35c in response. Patient temperature (pt) was not getting to targeted temperature (tt). Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.9c water temperature (wt) was 3.8c, water flow rate (wfr) was 2.9 l/m. 4 pads connected. Nurse denied any alerts/alarms. Rewarming in normothermia at 0.5c/hr. Patient had been on therapy for about 24 hours. Nurse stated patient temperature (pt) was 35.5c and water temperature (wt) dropped to 20c then went back up. Verified no patient temperature (pt) fluctuations recognized. Nurse did state patient began fevering. No shivering, micro-shivering or seizure activity. System diagnostics, outlet monitor temperature (t1) was 33.6c, outlet control temperature (t2) was 33.6c, inlet temperature (t3) was 33.7c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours 1341.1, pump hours 1188.5. Reminded not to stop therapy or pause unless absolutely necessary, as this resets algorithm. Encouraged them to call back if they notes drop again and they can troubleshoot when the event was actually occurring. Sn dyhual015.

Event description:
It was reported that there was 16-year-old pediatric patient in an arctic sun device. No shivering, seizing or micro shivering. Patient was fully sedated and paralytics on board. Nurse stated earlier water temperature (wt) dropped to 20c, and patient temperature (pt) dropped to 35c in response. Patient temperature (pt) was not getting to targeted temperature (tt). Targeted temperature (tt) was 36.5c, patient temperature (pt) was 35.9c water temperature (wt) was 3.8c, water flow rate (wfr) was 2.9 l/m. 4 pads connected. Nurse denied any alerts/alarms. Rewarming in normothermia at 0.5c/hr. Patient had been on therapy for about 24 hours. Nurse stated patient temperature (pt) was 35.5c and water temperature (wt) dropped to 20c then went back up. Verified no patient temperature (pt) fluctuations recognized. Nurse did state patient began fevering. No shivering, micro-shivering or seizure activity. System diagnostics, outlet monitor temperature (t1) was 33.6c, outlet control temperature (t2) was 33.6c, inlet temperature (t3) was 33.7c, chiller temperature (t4) was 4c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 67%, mixing pump command (mpc) was 0, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours 1341.1, pump hours 1188.5. Reminded not to stop therapy or pause unless absolutely necessary, as this resets algorithm. Encouraged them to call back if they notes drop again and they can troubleshoot when the event was actually occurring. Sn (B)(6). Per follow up information received via phone on 14oct2025, transferred to charge nurse who stated they had spoken with the md and they confirmed this was a patient-related event. The device was responding to the patient spiking a fever and the water temperature dropped. A bolus of demerol was prescribed for the fever and also noted patient had started to tremble due to chills. Patient completed therapy after another day of treatment. The device has remained in service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.